Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the damage found was sustained during the surgical procedure.

Event description:
It was reported that inappropriate therapy was delivered due to oversensed noise. The noise was noted on a stored electrogram. The noise was reproducible with isometrics. The lead was explanted and replaced.